Event description:
While using single use-disposable intuitive vessel sealer extend, surgeon noted a white substance in the articulating "wrist" of instrument. Instrument was removed from sterile field and replaced with a second vessel sealer extend. Return of instrument to intuitive for analysis done.